Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure - 1001" message and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation; the customer's report that the device would not power up was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was reseated to correct the report. The device was recertified and returned to the customer. The cusrtomer's report that the device displayed a "compressor fault -1001" was observed during review of the device logs. However, the device was put through extensive testing using a known good tests setup without duplicating the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure" message and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.